Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this patient underwent repositioning of this atrial lead a few days after implant (reason for repositioning not reported). During the procedure, the helix of the lead would not retract. The lead was successfully replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient underwent repositioning of this atrial lead a few days after implant (reason for repositioning not reported). During the procedure, the helix of the lead would not retract. The lead was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.